Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain. Additional information: litigation papers allege the patient experienced groin pain months after surgery. At the time of the revision surgery, the femoral head component was dislocated from the acetabular and the scar tissue around the articulation of the head and acetabular component. Once the acetabular cup had been removed there was remarkable finding no tissue ingrowth in the porous coating of the acetabular cup. There was very little bone growth into the porous coating which was extremely unusual for porous coated implant that had been in the patients left hip for approximately five years.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for pain.